Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "self check failure -1003" and "compressor fault-2002 "error messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to fluid ingress as a result of patient fluid that entered the device through the patient wye circuit port. The smart pneumatic module board and manifold were replaced. The device was recertified and returned to the customer. It is noteworthy to mention, the z vent ventilator operator's guide states to inspect the circuit every day to ensure that there is no damage or wear that could affect its performance. Remove fluid or other biological material from the circuit or replace the circuit following the local standard of care. Analysis of reports of this type has not identified an increase in trend.